Event description:
It was reported to boston scientific corporation in 2008 that a prolieve thermodilitation system was used during a bph (benign prostatic hyperplasia) procedure two days prior (patient weight unknown). According to the complainant, twenty six minutes into ablation, the rectal temperature monitor (rtm) had a problem with the middle sensor. Sensor two read over 90 and sensor one and three both read under forty. The procedure was not completed due to this event. No patient complications were reported as a result of this event.

Manufacturer narrative:
A field service engineer was dispatched to the user facility. The device was evaluated and the reported condition was not able to be duplicated or confirmed.